Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in finland. On (B)(6) 2025, the patient reported an issue with the sterile packaging of their infusion set. Specifically, they observed that the packaging was not intact, which could compromise the sterility of the infusion set. No further information available.